Event description:
It was reported that the patient was referred for replacement surgery in 2016. It was then reported that the patient states her battery is completely dead and she has had an increase in seizures over the past week. At the time a battery life calculation was performed with the available data and assumptions were made for any gaps found if present. The result revealed 0.0 years remaining until neos = yes. However, additional clinic notes were received. The notes, dated (B)(6) 2018, show the vns was interrogated and ifi indicator was shown. The patient underwent replacement surgery. No additional or relevant information has been received to date.

Event description:
Analysis was performed on the returned generator. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator measured 2.687 volts and shows an ifi=yes condition. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The generator was received for analysis. Analysis is underway but has not been completed to date.